Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that there was no conclusive evidence of anything that was causing the overheating issues. The battery had broken loose from the pocket capsule and was making it difficult to charge thus prolonged charging time which may have had the charger paddle overheating the tissue due to extended time and the battery pressing on the subcutaneous tissue due to its rotation. The surgeon repositioned the new battery into the pocket to be parallel to the dermis. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was heating at the battery pocket site. The rep was meeting with the patient on (B)(6) 2018 to address the issue. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was currently having issues with the new implant. They had irritation where the implant was in the last few weeks. They had also noticed that the implant was higher and the pants band might be irritating it. No further complications were reported.